Event description:
It was reported that during setup for a surgical procedure, the tip of the device broke off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the tip of the device broke off was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during setup for a surgical procedure, the tip of the device broke off. No patient involvement or procedural delays were reported with this event.